Manufacturer narrative:
Date received by manufacturer: 07nov2019. Date of report: 12nov2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event. The determination could not be made that the device failed to meet specifications. T he device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23may2020. B4: 26may2020. The touchscreen assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the touchscreen assembly revealed no signs of physical damage and contamination. The touchscreen assembly was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touchscreen assembly failed resistance measurement testing. The pins labeled as ul_lr and ur_ll were found to be outside of resistance and resistance ratio specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported a ventilator with a touch screen failure (would not calibrate properly). There was no patient involvement/harm.